Manufacturer narrative:
E1: patient city: (B)(6). Patient country : (B)(6).

Event description:
Reference number (B)(6). Event occurred in israel. On 02-july-2024, it was reported by the patient that infusion set tape not sticking. Patient was in the pool. No further information available.